Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿a patient experienced, what appeared to be, an anaphylactic reaction as soon as the PICC line was inserted at bedside; facial flushing; tachycardia; sob; hypotensive and arm/vein burning. They took PICC out. Pt survived and was treated for symptoms."